Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The 16 mm cannulated flexible drill bit (part # 03.037.002, lot # 9701153, mfg # 03-nov-2015) was received with the cutting edges of the reamer head dull and nicked in several places. A functional test could not be performed since the drill bit was returned by itself. The complaint was not able to be replicated, however, the cutting edges are dull to the touch. Therefore, the complaint is confirmed. Dimensional analysis was not performed as there are no relevant features for a dull reamer head. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that over time, multiple uses and cleaning that the reamer head became dull. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.037.002, lot: 9701153, manufacturing site: bettlach, release to warehouse date: 03. Nov 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of a left proximal femur, the surgeon used the unknown connecting screw that couples the nail to the insertion handle was loose. The screw was supposed to click onto the ball hex screwdriver and make it easier to use, but it no longer stays on the ball hex. The surgeon was still able to use the screw but made it a lot harder to work with. Also, the opening reamer was dull and was not cutting through the bone very well. There was no surgical delay. Procedure and patient outcome are unknown.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an open reduction internal fixation (orif) of a left proximal femur, the surgeon used the unknown connecting screw that couples the nail to the insertion handle was loose. The screw was supposed to click onto the ball hex screwdriver and make it easier to use, but it no longer stays on the ball hex. The surgeon was still able to use the screw but made it a lot harder to work with. Also, the opening reamer was dull and was not cutting through the bone very well. There was no surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 16mm cannulated flexible drill bit. This is report 2 of 3 for (B)(4).